Manufacturer narrative:
Corrected data: h6 type of investigation: 4110 lens work order search: no similar complaint type events reported for units within the same lot. Should have been included. (B)(4).

Manufacturer narrative:
H11 - manufacturer narrative: iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. (B)(4)

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced elevated iop. The lens was explanted and the problem resolved.